Event description:
During a follow up, upon interrogation, the device was found to have reached the elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
The device was at end of service (eos) when received. Functional testing was performed including pacing, sensing, impedance, high voltage (hv) output, hv shock, capacitor maintenance, and patient notifier with no anomalies found. Further testing identified an internal anomaly of the device's battery. The reported field event of premature battery depletion was confirmed.